Manufacturer narrative:
Device evaluated by manufacturer - analysis of the pump found ¿motor ¿ feedthru anomaly ¿ shorting across insulator¿ and ¿failed lab dispense test ¿ above spec¿. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving compounded baclofen (2,000.0 mcg/ml at 271.9 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On 22-may-2019 the pump was returned without a complaint. The return paperwork indicated that the pump was prophylactically removed to avoid in-vivo battery depletion. It was noted that there was no patient injury and the patient recovered without sequela. No further complications were reported/anticipated.